Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent as the patient was experiencing shortness of breath and was feeling buzzing in their chest. It was found that there was oversensing on the right ventricular (rv) lead causing false non-sustained ventricular tachycardia detections. The lead remains in use. No further patient complications have been reported as a result of this event.